Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard disk drive was evaluated and replaced. A system upgrade was performed and the system software and calibrations were also reloaded as part of the event. The system was tested and found to be working as intended and returned to service.

Event description:
The cusotmer reported that the system failed to properly save and recall patient image data. No patient serious injury or death was reported related to this event.